Event description:
It was reported that customer experienced concern with pump operation due to screen being too sensitive to touch. There was no reported impact to the customer¿s blood glucose level. No additional information was received regarding any corrective actions taken by the customer or technical support.